Manufacturer narrative:
Philips service resolved the license issue; host pc replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a license key issue occurred during host pc replacement on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.